Event description:
After post-dilation of the carotid stent, the pt became hemodynamically unstable due to hypotension from inflating the balloon at the carotid bulb. A male pt was consented to the study in 2009. The pt's pre-procedure stroke scale was 3. The target lesion location was the ostium of the right internal carotid artery. There was no occlusion in the contralateral carotid. Target lesion diameter stenosis was 99% with lesion length 10 mm. Lesion calcification was moderate and concentric. Vessel tortuousity was severe. Pre-dilatation of the lesion was performed. An angioguard (lot no. 70709507) distal protection device was used, deployed, and retrieved successfully with no technical problems. There was debris found in the basket upon retrieval of the angioguard device. A precise stent (pc0840rxc/lot no. 15000552) was implanted for treatment of target lesion. After the precise stent was placed and the physician post-dilated with a 5 x 2 mm aviator balloon, the pt became hemodynamically unstable. The physician felt that this was due to hypotension from inflating the balloon at the carotid bulb, and therefore, was treated with atropine, epinephrine and fluids. There was no malfunction with the stent. The final target lesion percent diameter stenosis was 0. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The pt left the angio suite neurologically intact. Two days post-procedure, the pt experienced an adverse event of multisystem organ failure and expired.

Manufacturer narrative:
The product was not returned for eval and testing. Add'l info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event, which is associated with mfg report # 9616099-2009-01818, 1016427-2009-00261.